Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-03289. It was reported that the patient experienced undesired nerve stimulation. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The report of a ¿shocking sensation¿ was not able to be confirmed. Analysis of the returned lead a found it was cut during the explant procedure resulting in a stimulation end segment and a terminal end segment. Microscopic and electrical analysis of both segments did not identify any broken wires. There were no anomalies that would have been present prior to explant that would have contributed to the allegation of a ¿shocking sensation¿.